Manufacturer narrative:
Trackwise ID: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during a coronary artery bypass procedure the hst iii seal (4.5mm) fell off when the delivery system was withdrawn from the loading device. The blue slide was locked. Since the seal was completely out of the delivery tube, it was not in contact with the patient's aorta. A new hsiii was issued and the operation was completed. The patient had no health hazards.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 12/30/2022. An investigation was conducted on 1/10/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The delivery device was returned outside the loading device. The blue slide lock was observed to be on and the white plunger was not depressed. The tension spring assembly was observed to be inside the delivery tube with the seal fully unfolded, sticking out of the tube. The seal and tension spring assembly were removed from the delivery device with no physical or visual difficulties. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.215 inches (rm2036883). The length of the delivery tube was measured at 2.51 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "fitting problem" was confirmed. The lot # 25161967 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g4, g7, h2, h6, h10. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.